Event description:
The customer reported that after removing and reinserting the battery, the device will no longer power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the device's removed battery and determined the cause of the reported issue was due to the battery becoming depleted.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that after removing and reinserting the battery, the device will no longer power on. There was no report of patient use associated with the reported event.